Manufacturer narrative:
Evaluation cannot be performed.

Event description:
A "foreign object" was observed when the implant was opened. The surgeon reamed to a higher size and completed the surgery successfully. There was no adverse consequence for the pt.